Event description:
Event reported via medwatch # 2600320000-2022-8131. It was reported that during intra-aortic balloon (iab) therapy the console was in stand-by mode and generated a check iab catheter alarm. The patient was lying in bed, turned to left side, in no apparent distress, and conversing with staff. The femoral insertion site was noted to be dry and intact. The system was checked and confirmed to be in intact as well with no kinks and a clear helium line. However, upon a second inspection, blood was seen flowing down the helium line. The patient was taken to the or for removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter names: (B)(6). Additional email address: (B)(6). Occupation: patient safety specialist. The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.